Event description:
It was reported that the patient has experienced chest pain. The patient also stated he "thinks the device has not been working correctly for over a year". The patient was referred to the physician. The device remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.